Event description:
The pump was returned to animas for a large prime volume. During evaluation, contamination was found in the force sensor and the force sensor was found to be out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the rewind, load, and prime steps were performed successfully without issue. A force sensor calibration test was performed on the pump and the force sensor was found to be out of calibration. The pump was opened and contamination was found in the force sensor assembly. Unrelated to the complaint, the display screen was found to be faded and discolored; the issue is not likely to cause an adverse event as the issue should have no effect on the pump insulin delivery function. Correction # 2531779-03/24/2010-003-r.